Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) could not be reviewed as the device serial numbers were not provided. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of medical article "aortic valve replacement with a conventional stented bioprosthesis versus sutureless bioprosthesis: a study of 763 patients" authors stephen schueler et al of a study aimed to compare early postoperative outcomes after aortic valve replacement (avr) with sutureless bioprostheses and conventional stented bioprostheses implanted through median sternotomy. Methods: from january 2011 to december 2016, 763 patients underwent aortic valve replacement with bioprostheses; of these, 139 received a non-edwards valve (group a) and 624 received am edwards valve (group b). These groups were further divided into a1, a2, b1, and b2. Within the context of this article the following events were identified as pertaining to the edwards valve groups: 42 reoperations , some of which were due to valvular problems.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.